Event description:
It was reported that during follow-up, high, out of range pacing lead impedance and decreased r-waves were observed. The lead was tested via an analyzer and no anomalies were observed. The physician suspected an issue with the ICD, but explanted and replaced both lead and ICD. The patient condition was good after the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.